Event description:
Pt complained of pain, and after examination, it was determined the tibial baseplate was loose. A revision surgery to replace the tibial baseplate and insert was successfully performed on (B)(6) 2012.

Manufacturer narrative:
Document review: evolis ti plasma sprayed baseplate - ref. (B)(4)/ lot 081768 ((B)(4) items manufactured). The analysis of the batch record was performed and each mfg step was done following the specifications in force. No other incidents were reported concerning this lot. Evolis ti plasma sprayed baseplate in the USA is cleared under (B)(4) (evolis total knee system) as cemented prosthesis, but the surgeon implanted it without cement. In the IFU and surgical technique for USA of evolis, it clearly indicated that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented systems. The event is not device related, but due to a user error.